Event description:
It was reported, the colonovideoscope had a clip stuck in the biopsy channel. The clip did come out along with foreign material. The issue occurred during a unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. As device was returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from switch (1) and insertion section. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in cf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.